Event description:
A medwatch form was rec'd from the director of clinical engineering at a facility which indicated that the tip of a surgical scissor broke during vaginal procedure. The piece was retrieved by the physician and there was no injury to the pt. The broken scissor will not be returned to aesculap for evaluation as the hosp discarded them after surgery. The malfunction is occuring below the frequency and severity that are usual for this device.